Manufacturer narrative:
Device evaluated by manufacturer corrected: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has only section of rotawire present, as part of overall visual revision. The returned unit is broken at 33.8 cm approx. From the proximal end. It also presents multiple kinks along the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-03406. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery. A 2.00mm rotalink plus and a rotawire were selected for treatment. During procedure, it was observed that the wire was kinked and the burr was unable to rotate. Furthermore, it was noted that the wire could not be removed from the rotalink. Both devices were removed and were separated outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-03406. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for treatment. During procedure, it was observed that the wire was kinked and the burr was unable to rotate. Furthermore, it was noted that the wire could not be removed from the rotalink. Both devices were removed and were separated outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device observed no issues. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4)

Event description:
Same case as MDR ID:2134265-2015-03406. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery. A 2.00mm rotalink plus and a rotawire were selected for treatment. During procedure, it was observed that the wire was kinked and the burr was unable to rotate. Furthermore, it was noted that the wire could not be removed from the rotalink. Both devices were removed and were separated outside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.